Event description:
Reportedly, the surgeon attempted to fire the instrument over the broad ligament of the uterus, where the instrument's jaws would not re-close to withdraw it from the trocar. In addition, the instrument did not fire. Therefore, the instrument and trocar were drawn through the abdominal wound to remove the instrument from the surgical site. Meanwhile, a hemotoma developed at the site of the failed staple application. After the vaginal portion of the laparoscopic vaginal hysterectomy was completed and the uterus drawn through the colpotomy incisions, a piece of metal from the stapler was found and retrieved from the culdesac. However, the surgeon did not perform an x-ray to determine the absence of additional foreign objects in the surgical cavity.